Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: investigation revealed a cracked battery compartment. Unrelated to this issue, the keypad was peeling. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 09/27/2016. Investigation revealed a cracked battery compartment.